Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all within its introducer sheath after several attempts were made; therefore, it was removed. The procedure was completed using additional penumbra coils. There was no report of an adverse effect to the patient.